Event description:
The manufacturer became aware of an allegation from a user who reported to (B)(6) (dme in italy), that while using his amara view full face mask with magnetic clips there was a possible malfunction of the user's implanted pacemaker. There was no medical intervention, no indication of serious or permanent injury. There was no additional information provided. (B)(6) stated there was likely no patient harm or injury. No product was returned for investigation. The amara view instructions for use includes the following warnings: the mask assembly contains magnets. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Mask not returned.